Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Low bg cause was not known. Customer required assistance consuming carbohydrates to address bg. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.